Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: our techs have noticed some moisture inside the 10 ml syringes in our kits from b braun.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unopened sample kit, two photos and a video were provided for evaluation. Upon evaluation of the photos and video, it was observed a substance on the syringe's plunger. Following a visual evaluation of the syringes in the returned sample kit, it showed what appeared to be silicone on the plunger. For further identification, the substance found in the returned sample was tested by the r&d department and b. Braun's science and materials laboratory and confirmed that the reported "moisture" was silicone from the piston material. Since the manufacturer's investigation did not confirm the reported defect, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A batch record review was performed, and all test results and process parameters were within specification. All syringes in the retain sample kit were visually inspected per specification for excessive silicone and no abnormalities were observed. Therefore, the defect reported by the customer could not be confirmed on the retain sample. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.